Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported a revision surgery was performed due to the wrong size acetabular insert being used.

Manufacturer narrative:
[(B)(4)].